Event description:
Additional information: patient has also been treated with hyaluronidase.

Manufacturer narrative:
(B)(4) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, granulomas, swelling, hardness, tenderness and a big lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, inflammation, pain and edema: adverse events: a. Clinical evaluation of juvéderm voluma® xc. Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. B. 1-year post-approval study of juvéderm voluma® xc among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration (table 6). All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). C. Other safety data. Postmarket surveillance. Juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the marionette lines. About 2 months later, the patient experienced impressive inflammation, granulomas, swelling, hardness, tenderness, and a big lump in the marionette lines and cheeks. The patient also experienced swelling along the eye. The symptoms are mostly on the right side and the symptoms are worse the day after the patient was reviewed. Patient was treated with prednisone. Symptoms are ongoing.